Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels, diabetic ketoacidosis and a heart attack. The customer stated that she also had the flu at the time. The customer's blood glucose at the time of admission was 1100 mg/dl. The customer stated that prior to the hospitalization, she was unable to lower her blood glucose with insulin pump therapy. The customer attempted to change the infusion set but was unable to remember anything after that. The customer stated that she wound up in the hospital afterwards. The customer was treated at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.